Event description:
The customer reported that the system locked up during the boot process. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu bios settings were evaluated and reset. The system was tested and found to be working as intended and returned to service.